Manufacturer narrative:
Ref. ID: (B)(4). The issue reported was that the patient threw the detector and customer would like to find out if there's anything wrong with it. There's no allegation of patient/user/by stander harm in this record. Philips field service engineer went to site, inspected system and confirmed that system's working as specified without malfunction. Fse also retrieved both shock logs and system logs for the national support specialist(nss) for analysis whom confirmed that system is working as specified. Based on above assessment, this issue has been determined not to be a reportable event.

Event description:
The customer reported that a patient threw the detector and they want to find out if there is anything wrong with it. No patient or user harmed.

Manufacturer narrative:
Ref. ID: (B)(4). Philips field service engineer investigated on site. He checked detector for damages, checked function, retrieved shock logs. The system is functioning correctly. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that a patient threw the detector and they want to find out if there is anything wrong with it. No patient or user harmed.